Event description:
A report was received that the patient had difficulty charging the ipg following a non-device related procedure. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg following a non-device related procedure. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient had difficulty charging the ipg following a non-device related procedure. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)